Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/20/2016 to report that the receiver displayed an error icon and call tech support on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.